Event description:
Healthcare professional reported, a left side rupture. Diagnosed with MRI test. The device is explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Wear abrasion observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Physician reported "completely torn implanted prosthesis, with massive spillage of the gel contained" and the implant is too "deteriorated" to be returned. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side rupture diagnosed with MRI test. The device remains implanted.